Manufacturer narrative:
Product code is unknown. Depuy spine has requested additional information. Upon receipt of additional information, a follow up report will be submitted. Device remains implanted.

Event description:
Patient contacted depuy spine via telephone on (B)(6) 2012 stating that 2 expedium "full length" rods that were implanted on (B)(6) 2011 have broken. Patient states that 5 expedium rods were implanted in total - 2 "full length" rods and 3 "partial length" rods. Patient states that xrays were taken at her (B)(6) 2012 follow-up appointment and no issues were noted. In early (B)(6) 2012, the patient underwent xray imaging for the wires that remain in place from a stimulator at which time it was detected that a full length rod had broken at l4-l5. The patient reports that she fell forward one time between the two visits. The patient further reports that she has been compliant to the physician's orders and has been compliant with physical therapy visits. The patient reports that on or about (B)(6) 2012 she was lying on the floor performing leg exercises "raising her knee to her chest" when she felt a "snap" in her back. She underwent xray imaging following which identified a 2nd full length rod breakage at l4. The patient has a follow-up scheduled with her surgeon in (B)(6) to discuss any treatment plan.

Manufacturer narrative:
It was reported on (B)(6) 2013 that 5 expedium rods were implanted in total - 2 "full length" rods and 3 "partial length" rods. It was detected that a full length rod had broken at l4-l5. The patient reports that she fell forward one time between the two visits. The patient reports that on or about (B)(6) 2012 she was lying on the floor performing leg exercises ¿ raising her knee to her chest ¿ when she felt a ¿snap¿ in her back. She underwent x-ray imaging following which identified a 2nd full length rod breakage at l4. The broken rods remain implanted in the patient at this time, no sample is available. No product codes or lot information can be provided by the patient. A device history record (DHR) review could not be conducted as the lot numbers of the products are unknown. Medical evaluation was conducted medical safety specialist and it was noted that based on the imaging provided, a broken rod on the right, just cranial to ls pedicle screw, and the other broken rod on the left between l4-l5 is confirmed. Medical safety specialist is unable to comment on the broken rods based on imaging alone, but the patient reports having encountered trauma, in which it is possible that the rod may have broken then. Additionally, there is no indication of solid bony fusion and based on the imaging provided (in the absence of CT scan); medical safety specialist is unable to comment on the status of fusion. The root cause is undetermined. However, based on the imaging provided and event description, it was noted that the patient reports having encountered trauma, in which it is possible that the rods may have broken then. Additionally, per medical examination on provided cd imaging there is no indication of solid bony fusion in which lack of fusion would lead to additional stress on longer constructs, which can lead to possible breakage. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required.